Manufacturer narrative:
Jankowitz, b. T. Et al. (2009). Ear necrosis resulting from the endovascular onyx-18 embolization of a dural arteriovenous fistula fed by the posterior auricular artery. Journal of neuroimaging, 19(3), 259-262. Doi:10.1111/j.1552-6569.2008.00291.x the onyx-18 used on this patient will not be returned for evaluation as it remains implanted in the patient. Product analysis will not be performed. From the information provided in the article, it is likely that onyx embolized a proximal vessel or perforators resulting in the patient¿s left pinna ischemic necrosis. Per the onyx instructions for use (IFU), ¿ischemic events due to embolic migration, vasospasm, thrombosis¿ are a known potential complication of onyx embolization. The IFU also states, ¿adequate fluoroscopic visualization must be maintained during onyx les delivery or non-target vessel embolization may result.¿

Event description:
Medtronic literature review found a report of ear necrosis resulting from onyx-18 embolization of a fistula. The patient underwent onyx-18 embolization of a dural arteriovenous fistula (davf) with cortical venous drainage fed by the left posterior auricular artery. The fistula was embolized with 1.5cc of onyx-18 over 10 minutes. Repeat runs showed no supply to the davf. The article did not note any complications during the procedure. The patient returned home the same day without complaint. Seven days after treatment, the patient reported mild left ear burning and discoloration. Ten days after treatment, the patient presented to the clinic; the superolateral aspect of the left pinna exhibited ischemic necrosis with the resultant formation of a 2x1cm black eschar. The ischemic portion autoamputated within a month revealing a sharply delineated, well-healed skin edge. At the 1-year clinical follow-up, the patient remains neurologically intact with no further ischemic necrosis or morbidity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.